Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone and stated that her pump stopped working. The customer stated that she went to change her infusion set and reservoir and rewound the pump. The customer stated that the pump froze on the fill tubing process. Customer stated that the insulin pump will not let her escape the fill tubing screen. The customer stated that the time advances. The customer stated that she is able to press the act button and that the piston will press up against the reservoir, causing insulin to exit. The customer stated that she's tried taking the battery out of the pump, and that the pump will ask her to rewind, but that she gets stuck in the same area. The customer was going through an infusion set change when she encountered this issue. Troubleshooting was performed and the customer states they are unable to exit the "preparing to prime" loop. The customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will return. The blood sugar is unknown.

Manufacturer narrative:
Findings: unit was programmed with correct time and date. Pump monitored for 24 hours. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump primed properly. No unexpected frozen display anomalies noted. Pump received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.